Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, 29 retention samples from bd inventory were evaluated by functional testing and upon completion, the indicated failure mode for stopper creepout was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode stopper creepout. Bd has initiated further root cause investigation relating to the issue of stopper creepout through corrective and preventive actions.

Event description:
It was reported when using the bd vacutainer® serum blood collection tube there was stopper pops out of the tube. The following information was provided by the initial reporter. The customer stated: "tubes are opening." Customer had an event with red cap tube at the moment of storing it into refrigerator. Before storing it with sample, the tube detached from its cap and sample was lost. It was needed to collect sample once again, patient was still at facility.